Event description:
It was reported that during an unknown procedure, the clips came out at an angle and dropped off. Another device was used to complete the case. No adverse patient consequence.

Manufacturer narrative:
D4: serial # = na